Event description:
A lifecor sales rep. Contacted customer support to report bent battery contacts inside a monitor in his inventory. This sales rep. Rpeorted a similar problem with another monitor the day before. The sales rep. Could not recall which battery packs were used with either monitor.

Manufacturer narrative:
H.3 evaluation: device evaluation of monitor has been completed. The reported problem was confirmed. Several of the contacts in the battery connector within the monitor were damaged. The cause of the bents contacts was likely a connector misalignment between a battery pack and the monitor. The root cause of the connector misalignment cannot be positively identified. The damaged connector will be replaced. Two battery packs that may have been used with this monitor, were recently returned and are currently being evaluated. No adverse event resulted from the damaged monitor. The device was not in use by a patient at the time.